Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-07988 and 2134265-2016-07917. It was reported that automatic pullback failure occurred. During a procedure, motor drive unit 5 plus was used in conjunction with an unknown catheter and sled to diagnose the target lesion. However, pullback error message occurred and automatic pull back failed. Subsequently, they tried another motor drive unit 5 plus, it worked and completed the procedure. No patient complications reported.